Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented at the hospital due to a pocket infection. The physician explanted the entire active system including the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead and replaced with a leadless pacemaker due to the infection. The patient was in stable condition.